Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 11-nov-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the patient had a lumbar ablation done on both sides. The patient did not bring his patient programmer (pp) to the appointment. The caller checked the patient's impedances post ablation procedure, and the rep reported that the patient's 0-7 lead shows greater than 40k ohms, do not use on all contact pairs. The caller reported the patient is on high density (hd) settings and they are only using their 8-15. The patient could not feel stimulation since he is on hd settings. There were no falls or trauma related to this issue. No further complications were reported. No patient symptoms were reported.